Manufacturer narrative:
The investigation could not determine the root cause of the event as the visual and dimensional inspections determined the part was to specification. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Maude report, mw5032398, reported: volun (B)(6) 2013: operating room nurse states that surgeon implanted hip and felt the size was incorrect, although a sizer was used prior to implantation. Implant was explanted and run through washer sterilizer to make safe for handling. Operating room manager and materials notified. Replaced in original packaging. Company should be notified to see if implant is correct size.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Maude report, mw5032398: operating room nurse states that surgeon implanted hip and felt the size was incorrect, although a sizer was used prior to implantation. Implant was explanted and run through washer sterilizer to make safe for handling. Operating room manager and materials notified. Replaced in original packaging. Company should be notified to see if implant is correct size.